Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused stage two kidney cancer. The patient did receive medical intervention and is receiving chemotherapy. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress and white, gray, black and an unknown contamination in the filter, air input under the filter, air outlet of the blower box and bottom of the blower motor. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown brown and black contaminants and dark-colored hair strands inside of humidifier box. The manufacturer also found evidence of potential black bio-contamination on the bottom of the humidifier enclosure. The manufacturer found evidence of sound abatement foam degradation. The device's event log was reviewed by the manufacturer and found the error log showed 3 different instances. The manufacturer concludes the contaminates found were consistent with water ingress and an unknown white, gray and black particle contamination and also consist with keratin, inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9, d10, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused stage two kidney cancer. The patient did receive medical intervention and is receiving chemotherapy. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience a stage two kidney cancer. There was medical intervention required by the patient. The reported event of stage two kidney cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-07816-2 with incorrect information in sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as below. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to required intervention to prevent permanant impairment/damage and other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.